Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of hubp1653 showed no other similar product complaint(s) from this lot number. Sample not returned for evaluation.

Event description:
It was reported by the sales rep that the physician had a hickman where the patient was flushing it himself at home and the catheter tore at the "y", the catheter was removed and sent to pathology. The physician reported having had three hickman dl 9 fr catheters that developed tears at the "y" section during flushing. These catheters are being used for chemotherapy in patients with testicular cancer.